Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was unable to exit the preparing to prime loop. Customer's blood glucose was 470 mg/dl. Customer mentioned the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the operating current and displacement test. However, the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a broken belt clip slot and cracked battery tube threads.